Event description:
It was reported that during a nephrectomy procedure, on closing the device, the jaws did not fully shut and therefore, the clip neither formed or was deployed. A second device was opened and the jaws closed as they should, but the clips seemed very loose and were very easily removed. A different device was used instead to complete the case. No injury to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.